Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician has decided to explant the patient.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician has decided to explant the patient.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial#: (B)(4) model description: linear st lead with preloaded enhanced stylet - 50 cm.

Manufacturer narrative:
Additional information was received that the patient was explanted and is doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.